Event description:
Physician placed the needles and electrodes but the rhizotomy machine was not reaching the correct frequency. Procedure canceled. Rhizotomy machine sent to MFR, stryker, for eval and/or repair. Unit is still under warranty. Rhizotomy machine.